Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, running tpn through a tri fuse but it would not flush through the clave to the end and seemed blocked on the blue port no patient harm.